Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, a cracked case near the display window corner, cracked reservoir tube, cracked reservoir tube lip and window, broken battery tube threads, a stained address and serial number label and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer advised that she was wearing old insulin pump in order to retrieve information for the new insulin pump. Customer states that she received a motor error alarm while changing the infusion set of old pump. While customer was troubleshooting, she was not able to get out of prime / rewind / no delivery. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer's blood glucose was 142 mg/dl. No further information provided.